Event description:
Information was received from a consumer in regard to a patient receiving dilaudid and a second unknown type of drug via an implantable infusion pump. The patient has a muscle relaxer and an anti-spasms drug in the pump. The patient did not know the name of the drugs. The indication for use (IFU) was listed as non-malignant pain and lumbar radiculopathy. It was reported that the patient fell in (B)(6) 2016 and the pump flipped. The patient had to go in and ¿they revised the whole thing.¿ no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.